Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the interface of the ventricular lead of the pacemaker could not be tightened. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the rv-lead into the pacemaker was confirmed. Analysis revealed that the user/physician used the torque wrench incorrectly during the procedure. Both the v and a setscrews have been backed completely out of their connector sockets. When out of the sockets the setscrews fall loose into odd positions and are then difficult to re-engage. If they can't be engaged, they cannot be put back in the connector sockets and cannot be tightened down to hold the leads. This is what occurred during the implant procedure and the v- and a-leads could not be fixed or tightened in the pacemaker. The problem is related to improper torque wrench use by the user/physician when engaging the setscrews.